Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on the (B)(6) the patient came to the hospital because he felt two shocks from the device. The physician has found that it was inappropriate shocks due to the dislodgement of this lead. On (B)(6) it was repositioned without complications.